Event description:
The pt was implanted with an implantable ventricular assist device (ivad). It was reported by the vad coordinator that the surgeon implanted his first ivad in the right atrial. MFR rec'd contact that the device valve was incompetent. On echo, right atrial cannula placement was appropriately oriented. Significant regurge was noted both with hand pumping and on the ddc. No fill no empty. Device was exchanged for a back up ivad and problem resolved.

Manufacturer narrative:
The pt remains stable on ivad support with the ddc and good fill and empty. The device has been returned and is currently being investigated. A supplemental report will be submitted when the MFR's investigation is completed. No further info is available at this time.